Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump tubing got caught while customer was laying on the floor and the pump touch screen became shattered; subsequently, customer could no longer interact with the pump. Customer's blood glucose was 95 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.